Manufacturer narrative:
The device was evaluated in the field by an imris customer serivce engineer. Investigation through internal corrective action identified the root cause of the reported issue is related to the design of the hfd100 table adapter component that connects to the operating room table and the remainder of the head fixation device assembly. Remedial action has been initiated to replace affected table adapter components in the field with a new component design.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a head fixation device (hfd) exhibited too much play during set up prior to pinning the patient during a procedure. The neurosurgeon decided not to use the device in the procedure; no impact to the patient or procedure was reported.